Manufacturer narrative:
Concomitant products: product ID 3888-56, lot # va0b72u, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va0b72u, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va0b72u, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot # va0ahc5, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va0b72u, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va0b72u, implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot # va0b72u, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot # va0ahc5, implanted: (B)(6) 2013, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37651, serial # (B)(4), product type recharger. (B)(4).

Event description:
Information received from a consumer reported that she had a mammogram and one lead was half-way in the left breast; they could see the wire and probe. The consumer had breast cancer in the family and wanted the device removed. When the consumer turned on stimulation pain in the breast was unbearable. The pain occurred during use beginning in (B)(6) 2015. The mammogram identified lead migration on (B)(6) 2015. It was noted that the consumer did not have a health care provider. She had moved several times and there were no doctors in her area for her insurance. The consumer¿s ¿gastro¿ doctor had referred her to a neurologist. The consumer wanted the whole system removed and was keeping the implantable neurostimulator charged. No further outcome or interventions were reported; if additional information is received a follow-up report will be sent.

Event description:
Additional information received from a consumer reported the patient's stimulator was out because the lead that was supposed to be in the patient's rib was in the middle of her left breast as was shown on her mammogram in september.

Event description:
Additional information received from the patient reported the patient had a mammogram which showed the metal ends of two leads had migrated into her breast.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device and wires were removed (B)(6) 2016. The patient could not use therapy because it "zapped" her after the wire had migrated. She had lower back pain and could not bend over to do gardening and will be seeing another healthcare professional for pain. If additional information is received a follow-up report will be sent.